Manufacturer narrative:
The customers reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement

Event description:
(B)(4). Case description: customer received comment of a syringe volume issue with our alaris pcu/syringe setup. Failure device type: alaris system instrument failure problem type: 8110 failure mode: troubleshooting/ error codes case resolution: call back to customer to review issues with testing accuracy of syringe delivery. Customer using "basic infusion", to test devices. Explained the use of the kvo-feature in the application. Customer wanted to review their data set with their pharmacy department first, before proceeding with their inquiry!